Event description:
It was reported that display issues occurred. The target lesion was located at the left anterior descending artery. A rotablator rotational atherectomy system was selected to treat the target lesion. During preparation, outside the patient, the rotablator burr appeared to be spinning; however, there was no rpm display on the rotablator console. The procedure was completed with the same device. No patient complications noted and the patient's status was very good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. It was observed that no rotation speed was displayed with the burr spinning. The console and foot pedal were tested. The rotational speed was not displayed in turbine or dynaglide modes, although the burr appeared (audible observation) to be rotating at normal speeds and the speed could be adjusted in turbine mode. There is a gas/air leak from the turbine pressure switch. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that display issues occurred. The target lesion was located at the left anterior descending artery. A rotablator rotational atherectomy system was selected to treat the target lesion. During preparation, outside the patient, the rotablator burr appeared to be spinning; however, there was no rpm display on the rotablator console. The procedure was completed with the same device. No patient complications noted and the patient's status was very good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).